Event description:
It was reported that the customer had unresponsive keypad on the insulin pump. The customer blood glucose level was 261 mg/dl. Customer states the buttons on the keypad were getting stuck. Troubleshooting was performed but the insulin pump will be replaced. No further information was provided

Manufacturer narrative:
The pump was received with unresponsive buttons due to an unlocked keypad connector on the lcd board. No stuck buttons were noted. The pump had a cracked case at the display window corner, minor scratches on the lcd window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.